Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized on (B)(6) 2021 due to blood glucose level of 605mg/dl. Customer¿s bg was treated intravenously with saline and insulin. Reportedly, the customer¿s insulin had crystallized inside the body. The customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Recommendation was made to consult with healthcare provider regarding diabetes management. Although requested, the customer was unable to perform system check with tandem technical support (cts). Multiple attempts were made by cts to obtain additional information, however, additional information was not provided.